Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the failure of the charged couple device led to the malfunction, resulting in color tone abnormality. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found at the very beginning of the diagnostic procedure. The device was changed out with a similar device and the procedure was delayed by a couple of minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty charged coupled device. In addition, the non-reportable findings are as follows; there was a cut on the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.